Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that an imaging window detachment was observed at the sheath lap joint section of the device. The imaging core was found kink. Impedance testing shows an electrical short at proximal wave form. Fluid was leaking from the detachment at the sheath lap joint assembly when the catheter was flushed. Image characterization testing, was not performed due to device returned condition. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray images, no discernible defect could be seen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that an imaging catheter got stuck in the stent. During a percutaneous coronary intervention (pci), post intravenous ultrasound (ivus) was performed using an opticross imaging catheter. It was noted that the opticross did not cross and then lost image. It was noted that the guidewire exit hole of the opticross imaging catheter became stuck in the edge of the implanted non- bsc stent. The complaint device was pulled out to remove from the patient's body. Following removal of the catheter, it was noted that the catheter's imaging core was separated and the drive cable was twisted at the hub. The procedure was completed with post dilation of the implanted stent. No patient complications were reported and the patient's status was good.

Event description:
It was reported that an imaging catheter got stuck in the stent. During a percutaneous coronary intervention (pci), post intravenous ultrasound (ivus) was performed using an opticross¿ imaging catheter. It was noted that the opticross¿ did not cross and then lost image. It was noted that the guidewire exit hole of the opticross¿ imaging catheter became stuck in the edge of the implanted non- bsc stent. The complaint device was pulled out to remove from the patient's body. Following removal of the catheter, it was noted that the catheter's imaging core was separated and the drive cable was twisted at the hub. The procedure was completed with post dilation of the implanted stent. No patient complications were reported and the patient's status was good.